Event description:
While placing an endotracheal tube the verathon bflex2 fiberoptic scope was defective without the ability to manipulate the end of the fiberoptic scope due to manufacturer defect. This delayed being able to place the endotracheal tube in a patient I had recently anesthetized. (B)(6) md associate professor of anesthesiology (B)(6) school of medicine.